Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called to report a bricked out-of-box recharger that they received on tuesday. Caller reported they had removed the recharger from the box, placed recharger in the dock on a solid surface, and did not touch it for >20 seconds, which should have awoken it from shipping mode. Caller also stated they pressed the power button while the recharger was in the dock, which should also have cleared shipping mode. Caller stated the battery light was continuously scrolling and has been for the past 48 hours both on and off the dock. Caller has attempted to reset the recharger several times both on and off the dock. Caller has also attempted to connect to recharger app without success. Caller stated this is the second bricked recharger they received. Agent had 2 separate phone conversations with caller. Between calls, caller ordered a new recharger that they requested to have expedited for a saturday arrival or, worst case, monday arrival. Issue was not resolved with troubleshooting over the phone.

Manufacturer narrative:
Analysis of the wireless recharger (s/n (B)(6) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Section d information references the main component of the system and other applicable components are: product ID wr9220 lot# serial# (B)(6) product type recharger product ID cd9000 serial# unknown product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.